Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that pt is needing a brain MRI. Caller reported pt said the ins has not been working since july 2022. Caller unable to clarify further. Additional information was received from a healthcare professional (hcp). The hcp reported that the pt said they had an MRI on (B)(6), 2022. Caller states MRI mode was activated prior to the MRI but since the scan the ins has not been working, caller clarified stating that pt said they cannot turn the ins off or on. Caller noted pt doesn't have a managing hcp but wants the ins explanted because it is no longer working. Caller noted pt wonders if the external device may be the issue. Agent provided patient services (ps) phone number and reviewed pt can call ps for troubleshooting <(>&<)> resources to find hcp. Agent reviewed that they should not proceed with the MRI if they cannot confirm stim is off.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the ins not working after their MRI is unknown and they have no idea what could have caused it. They put new batteries in their programmer and they got a reading of 1.8, but they are not getting any signals from it. Their bowel and bladder are out of control. The issue is not resolved, but no further action will be taken.